Manufacturer narrative:
Conclusion code belongs to the lead.

Manufacturer narrative:
Device analysis for lead (B)(4) revealed the body conductor broken at the anchor site. Conductors #1, #4, #6, and #7 were broken 15.9cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# 0208799811, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a return of pain symptoms. It was further reported that the ¿patient had tumbled without injury¿ and that this may have led or contributed to the issue. Impedance testing was performed and found high impedances on several electrodes; electrodes 1, 4, 6, and 7 were found to have impedances >10000 ohms when using electrode 0 as a reference. A new lead was implanted on (B)(6) 2016 as a result of the event; however, because the new lead was implanted with the patient in a prone position, the abdominally located implantable neurostimulator (ins) and the proximal part of the old lead were not accessible. As a result, only the distal part of the patient¿s lead was explanted at that time. The proximal part of the lead was removed three days later while the patient was on their side during the procedure to tunnel their new lead to their ins. As of (B)(6) 2017, the entire lead had been explanted and the patient was doing ¿very well¿ with their new lead; the issue was resolved. The patient¿s indication for use was failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.